Event description:
During total hip arthroplasty, intraoperative fractures occurred in the greater and lesser trochanter when inserting the stem. The surgeon reinforced the fractures with cable. The surgeon commented that the patient's fragile bone quality was the cause.